Manufacturer narrative:
Critical pump error after battery installation. Constant critical pump error alarm .problem isolated to force sensor. Unable to confirm a broken force sensor was detected during seating or regular delivery error alarm due to critical pump error alarm.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that their insulin pump had multiple pump error. The customer¿s blood glucose was 270 mg/dl at the time of incident. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The insulin pump will be returned for analysis.